Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination(s). A review of device history records for the fractured screw identified no manufacturing deviations or anomalies that would have contributed to the reported event. Medical records and x-rays were received and reviewed. The investigation could not identify any product contribution to the reported event. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Formal claim received regarding pinnacle com corail hip implant revision due to pain, raised cobalt & chromium levels, and soft tissue mass.

Manufacturer narrative:
Additional narrative:this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.